Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were in tact. No evidence of reported problem was found in the event log. Nda testing as per (B)(4) was performed. Battery loss alarm test performed: pump ran 2min 30.92sec, pump not alarmed, stop watch #6722 test: failed (B)(4) performed. Customer problem was not duplicated; however, downstream occlusion sensor was replaced as a preventive measure.

Event description:
Additional information was received which indicated that the event occurred when setting up the pump.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited continuous beeping with no message. No adverse effects reported.